Manufacturer narrative:
(B)(4). Product not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 281 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood glucose testing was performed and produced test results of 214 mg/dl and 215 mg/dl fasting. The product is stored according to specification. The test strip lot manufacturer's expiration date is 08/25/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result: (B)(6). Memory concerns: 251mg/dl, 216mg/dl, 281mg/dl, 236mg/dl. Customer has not changed anything in the daily activities such as diet, exercise, or medications.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Investigation completed and product evaluated with no defect found on returned meter and returned test strips. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 281 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood glucose testing was performed and produced test results of 214 mg/dl and 215 mg/dl fasting. The product is stored according to specification. The test strip lot manufacturer's expiration date is 08/25/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result: (B)(6). Customer has not changed anything in the daily activities such as diet, exercise, or medications.